Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s parent reported via phone call the insulin pump had a keypad anomaly and the buttons were sticking. The customer¿s blood glucose was 16.0 mmol/l at the time of incident. Customer¿s parent also reported scratches on the insulin pump. No troubleshooting was performed due to insulin pump was unavailable. The customer¿s parent was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self-test. All buttons functioning properly no damage on the keypad assembly and the connector on printed circuit board was locked properly during visual inspection. Insulin pump was received with severely scratched lcd window.